Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and occlusion are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the index procedure was performed on (B)(6) 2015 and a 4.0x33 mm rx xience alpine stent was implanted in the right coronary artery. Reportedly, the patient had been experiencing stable angina prior to the index procedure. On (B)(6) 2016, the patient was having chest pain and a 4.0x18 mm non-abbott stent was implanted due to the previously implanted stent being 99% occluded. It is not known what caused the occlusion; however, the patient was concerned that there was an issue with the stent. Follow-up with the physician who implanted the stent indicated that he had no concern with the previously implanted stent. The patient is doing fine. No additional information was provided.